Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is pushing closer to the skin surface possibly due to recent weight loss. Surgical intervention may be pending to address the issue.

Event description:
Follow up revealed the patient underwent surgical intervention wherein the ipg was replaced. It was reported that effective therapy was established post-operatively.